Event description:
Our affiliate is reporting to us that there have been 5 separate patient issues in which the patients were undergoing arthroscopic shoulder repairs in the beach chair position with the use of vapr iii generator for cutting and coagulation, mitek p90 electrodes and fms duo for fluid management; four of the patients sustained 1st degree burns, and one patient sustained 2nd degree burns, on their bicep/forearm/elbow area. For one of the procedures, suction was not hooked up to the p90; however, for the other 4 cases suction was hooked up. At least one the burns were noticed post surgery in the recovery room; the burns were treated with "tulle gras". Dates and particulars of 4 out of the 5 cases are not known; this file represents the only issue with an event date; case 1 of 5. There are questions out for further information and clarity. Also see associated mdrs 1221934-2011-00386, 1221934-2011-00387, 1221934-2011-00389, 1221934-2011-00390, 1221934-2011-00391, 1221934-2011-00392, 1221934-2011-00393, 1221934-2011-00394 and 1221934-2011-00395

Event description:
Our affiliate is reporting to us that there have been 4 separate patient issues in which the patients were undergoing arthroscopic shoulder repairs in the beach chair position with the use of vapr iii generator for cutting and coagulation, mitek p90 electrodes and fms duo for fluid management; 3 of the patients sustained 1st degree burns, and one patient sustained 2nd degree burns, on their bicep/forearm/elbow area. For one of the procedures, suction was not hooked up to the p90; however, for the other 3 cases suction was hooked up. At least one the burns were noticed post surgery in the recovery room; the burns were treated with (B)(6). Dates and particulars of 3 out of the 4 cases are not known; this file represents the only issue with an event date; case 4 of 4. There are questions out for further information and clarity. Also see associated mdrs 1221934-2011-00386, 1221934-2011-00387, 1221934-2011-00389, 1221934-2011-00390, 1221934-2011-00391, 1221934-2011-00392 and 1221934-2011-00393

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Manufacturer narrative:
The complaint device was received and evaluated. Upon receipt, the device was given a through visual and functional examination. The 1st faze of the examination was visual. This visual is done as a matter of course to discern if the device has any obvious physical damage, something that may or could have been a factor in contributing to the reported event; it is noted that the complaint device arrived with some minor damage: damaged top cover, some broken screws and a corroded 5 pin socket: these defects can be attributed to handling and maintenance; a user issue; however, we do not associate these anomalies to the reported event. The 2nd portion of the examination was the functional and electrical testing; this part of the exam is performed to assess the device's operational status. Functionally and electronically, the device performed well within its design and manufactured parameters; could find no fault with the vapr generator. The root cause can only be attributed to unknown influences outside of any performance of the mitek vapr generator. At this point in time, no further action is warranted; however, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.